Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system delivered two bursts of anti-tachycardia pacing (atp) and six shocks as inappropriate therapy for a suspected atrial arrhythmia. Technical services (ts) was consulted and discussed stored data, with a high capture threshold noted for the patients left ventricular (lv) lead. Ts recommended further in clinic examination. This device remains in service. No adverse patient effects were reported.